Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an auto-off alarm occurred. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Technical support educated the customer on the auto-off safety feature. Reportedly. The customer continued to use the pump for insulin therapy.